Manufacturer narrative:
The reported event unable to remove the stylet from the lead was confirmed. As received, a complete lead was returned in one piece with the stylet used at the procedure stuck inside the lead and the helix retracted and clogged with blood/tissue. Visual and x-ray examination found the inner coil over torqued at the connector region. The cause of the reported event of unable to remove the stylet was isolated to the over torqued inner coil. Electrical testing did not find any indication of conductor fractures or internal shorts. No other anomalies were noted.

Event description:
During the initial implant procedure, the stylet was unable to be removed from the right ventricular (rv) lead. The lead was replaced to resolve the event. The patient was stable and there were no consequences.